Event description:
During preventative maintenance of the device, the user reported the central control monitor of the heart lung console would not boot up. The monitor was returned for further evaluation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.